Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 500 mg/dl. Troubleshooting was performed. The programming, time and date on the insulin pump were correct. The customer stated that she recently switched from the quicksets to mio infusion sets, and the first time she used it, she went to the hospital. Further testing could not be performed as customer did not have any infusion sets. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.